Event description:
It was reported to covidien on (B)(6) 2014 that a customer had an issue with a suction catheter. The customer reports that the catheter would not suction, there was no suction at all. This was noticed during use, the customer reported another device was used and there was no harm to the patient as a result of having to wait for another device.

Manufacturer narrative:
Submit date: (B)(4) 2014. An investigation is currently underway, upon completion the results will be forwarded.